Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited corrosion within ethylene oxide (gas) valve. There were no reports of patient involvement.

Manufacturer narrative:
B3= olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of the occurrence of the event. Additional information will be provided once available. The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed the eto valves were corroded which was likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.